Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator was pacing a patient at a rate higher than what it was set to. The generator was changed out and it was returned for service. It was noted that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event during repair of the device, the interconnect flex was found out of specification. It was also noted that one bail cover was broken, and the ring cover was broken. Further analysis was performed on the interconnect flex. This analysis could not confirm the failure seen during device repair, however it was noted that there was a mechanical failure regarding tail thickness specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.